Event description:
It was reported that the drag/retarding force of the mentioned universal alignment rod couldn`t be moved.

Event description:
It was reported that the drag/retarding force of the mentioned universal alignment rod couldn`t be moved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A functional inspection was conducted by an inspector from the instruments services cell. It was determined that the product was functionally acceptable. The event could not be confirmed. It was determined that the reported event is a non-issue as the reported event could not be reproduced.